Event description:
Surgicac 2-0 reload needle fell out of the jaws after four successful suture passes. The device was reloaded two additional times and each time the needle fell out. Per manufacturer's response to hospital, marketing and engineering aware and are reviewing.